Manufacturer narrative:
One eztetic dental implant was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone residue around the external threads which were damaged possibly during removal. Functional testing could not be performed since the implant was fractured/damaged. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The implant was being placed on tooth #31 (fdi) when the incident occurred. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (63649808) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63649808) and no similar event or complaint about nonconforming products was found. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that clinician indicated fracture. Doctor followed the eztetic 3.1 surgical procedures to place the implant - (B)(4). But it was hard to rotate the implant into place with chr2.1, then the hex of the implant was broken. So doctor removed the broken implant and replaced with a new one. Tooth location 24.